Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One (1) imp,tsv,4.1mm,dual sel,ha (tsv4h10) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. However, during evaluation of the empty packaging already opened by customer. (Outer & inner vials) only the cover screw was returned with the packaging. No implant or implant mount was identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The customer did not provide any pictures. Review of appropriate documentation: documents reviewed: 4869 rev 9-10/19; product packaging; page 2-3 DHR review: DHR review was completed for the subject lot number (1234479). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1234479) for similar events and no other complaint was identified. Review completed utilizing keywords: incorrect component quantity post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event (incorrect component quantity) or product (tsv4h10). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. As the packaging was already opened, the circumstances of device delivery could not be recreated. Sections updated: b4: date of this report g3: date of investigation results were received g6: type of report and follow up number h2: follow up type h3: device evaluated h6: adverse event problem codes h10: manufacturer's narrative

Event description:
It was reported that when the customer opened the implant package, it was empty. A new package was opened to complete the procedure. As a result of this event, there was a delay of about half an hour. No injury to the patient was reported.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient ID not provided. Patient age not provided. Patient weight not provided.